Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when the surgeon started the shaver prior to the procedure, the bur was broken. A different bur was used for the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that the inner shaft broke 0.625¿ from the distal face of the inner hub. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area. There were no bends or signs of a concentricity issues. There was no indication of device fragments. There were no signs of heat deformation or discoloring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported via a manufacturer representative that there was no delay in the case, just a change of the bur for dacryocystorhinostomy procedure.